Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had placed a 5.5 pump to support a patient admitted in cardiogenic shock and suffering from cardiomyopathy. The pump was placed and patient was sent to the intensive care unit. When placed, the pump position had to be adjusted as the pump was deep and ectopy was occurring. Once pump repositioned, the ectopy resolved. The pump remains on for support.

Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of arrhythmia could not be determined as the device was not returned nor sufficient clinical details.